Event description:
In sep 2011 the pt experienced a medial distal tibia pilon fracture and was implanted with a 3.5mm lcp low bend medial distal tibia plate. At some point post implant the pt developed an infection with a severe open gaping wound around the plate. The pt was returned to the operating room on 1/31/2012 for removal of the plate, 3.5mm locking screws x 7 and 4.0mm cannulated screws x 2. The surgeon did not revise the pt. The pt is currently on IV antibiotics to treat the infection. This report is #1 of 10 for the same event.

Manufacturer narrative:
No device was returned for investigation. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 3.5mm medial distal tibia plates was processed through the normal mfg and inspection operations. A review of the raw material device history record revealed this lot met all specs with no anomalies noted.

Manufacturer narrative:
Device was used for treatment. Sterilization validation documentation, decision finding protocols, dfps, was reviewed and demonstrated that each of the part numbers included within this complaint had been evaluated for sterilization. The sterilization parameters are consistent with synthes current ifus, and the supporting validations demonstrate that a sterility assurance level, sal, of 10-6 is achievable when the ifus are employed. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.